Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and complaint of shortness of breath had a CT angiogram performed which demonstrated bilateral pulmonary emboli. The patient was admitted to the hospital and was scheduled for inferior vena cava (ivc) filter placement and mechanical thrombectomy. The right internal jugular vein was accessed and the filter insertion sheath was advanced over a wire into the ivc. An inferior venacavagram was performed which demonstrated the level of the renal veins. The filter was deployed in an infrarenal location at an angle of 30 to 40 degrees. A retrieval kit was used to snare the filter and pull it back into the sheath. The filer was redeployed with less than 10 degrees of angulation. The sheath was removed and pressure was applied until hemostasis was achieved. The distal superficial femoral vein was accessed and a sheath was placed. Contrast was injected which demonstrated an abrupt occlusion of the common femoral vein. A mechanical thrombectomy device was placed from the distal external iliac vein to the proximal superficial femoral vein. Mechanical thrombectomy was performed and tpa was instilled. Aspiration was performed upon completion and imaging demonstrated no difference in appearance of the common femoral vein. An angioplasty balloon was then inserted in the common femoral vein and was inflated to nominal pressure. The procedure was completed and ultrasound was used to examine the right groin more diffusely. A 2 cm pseudoaneurysm was positioned medial to the common femoral artery and compressing the femoral vein. With the diagnosis, the procedure was completed and the patient was scheduled for surgical repair of the pseudoaneurysm and decompression of the femoral vein. The patient tolerated the procedure well, there were no complications. Approximately one day post filter deployment, the patient underwent open repair of femoral pseudoaneurysm on the right and decompression of the right femoral vein. There were no reported complications. Approximately ten days post hospital admission, the patient was discharged from the hospital. Approximately six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated the filter to be patent. A snare device was advanced and the tip of the filter was captured and the sheath was advanced over the filter to retract the legs; however, multiple legs of the filter were embedded in the caval wall and would not dislodge. The filter was in excellent position and orientation and the decision was made to leave the filter in place. The sheath was removed and hemostasis was achieved. Approximately eleven months post filter deployment, the patient was scheduled for a filter retrieval procedure. The jugular vein was accessed and a snare device was used to grasp the hook of the filter. The filter was briskly withdrawn into the guide catheter without issue. Completion venogram demonstrated the cava to be patent without evidence of injury, spasm, or extravasation. The sheath was removed and hemostasis was achieved with manual compression. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. The filter was deployed at an angle of 30 to 40 degrees. A retrieval kit was used to snare the filter and pull it back into the sheath. The filer was redeployed with less than 10 degrees of angulation. Approximately six months post filter deployment, a snare device was advanced and the tip of the filter was captured and the sheath was advanced over the filter to retract the legs; however, multiple legs of the filter were embedded in the caval wall and would not dislodge. Approximately eleven months post filter deployment, the filter was briskly withdrawn into the guide catheter without issue. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter upon deployment and difficulties retrieving the filter. Per the provided medical records, the filter was repositioned after the filter was initially deployed. Per the instructions for use (IFU), if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Therefore, the deployment could have contributed to the difficulties removing the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt, - filter malposition. Precautions: -if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, in a patient diagnosed with deep venous thrombosis and pulmonary embolism, the filter was deployed in an infrarenal location at an angle of 30 to 40 degrees. The filter was snared into the sheath and redeployed. The sheath was removed and hemostasis was achieved. Approximately six months post filter deployment, during a retrieval procedure, the tip of the filter was captured and the sheath was advanced over the filter; however, multiple legs of the filter were embedded in the caval wall and would not dislodge. The decision was made to leave the filter in place. Approximately eleven months post filter deployment, the patient was scheduled for a retrieval procedure. The jugular vein was accessed and the filter was successfully removed. Completion imaging demonstrated the cava to be patent without evidence of injury, spasm, or extravasation. Hemostasis was achieved and the patient tolerated the procedure well.